Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed. It was noted that the device was exposed to electrocautery during the procedure.